Manufacturer narrative:
Eval summary: the reported condition was confirmed. Failre code 570:320:844:0000 is caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
A pump with failure code 570:320:844:0000. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.